Manufacturer narrative:
Event date = date of procedure. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they had a venaseal treatment on the right leg on (B)(6) 2019. After this the patient experienced pain, swelling and severe itching in both legs. (Patient had received venaseal treatment of the left leg on (B)(6) 2019 - reported separately). The patient attended a follow-up appointment on (B)(6) 2019, with the treating physician with swelling in both legs, intense itching and pain. The physician prescribed cefadroxil. The patient attended a follow up appointment on (B)(6) 2019, the physician discussed the possibility of an allergic reaction as the patient¿s symptoms had worsened and he prescribed methylprednisolone and hydrocodone. It was reported the patient attended the emergency room on (B)(6) 2019 with symptoms of wheezing, shortness of breath, confusion, swelling of legs, severe itching and pain in both legs. The patient had a follow-up appointment with the treating physician on (B)(6) 2019. The patient attended the emergency room again on (B)(6) 2019, due to extreme swelling of the lips, and was prescribed hydroxyzine and prednisone. The patient attended a follow-up appointment with the treating physician as she was not experiencing relief from the medication and was prescribed methylprednisolone again on (B)(6) 2019. Update received on april 23 2019 from daughter of patient stating that the patient continues to experience ongoing symptoms.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.